Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and impedance variations. In addition, oversensing was noted on the stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead thresholds had increased and were high. In addition, the lead exhibited high pacing impedance and had triggered alerts for multiple short v-v intervals. A subclavian crush was suspected. The lead was capped and replaced.